Event description:
Use of ces by company caused long lasting headache, deepening of minor depression to the point of despair, undue sleepiness with desire to nod off while driving. The device was used as directed for 3 days only. Sluggish during the day has persisted much to my dismay. These symptoms occurred abruptly and have persisted. Frequency: qd. Route: other. Dates of use: 2009. Diagnosis or reason for use : to treat depression/anxiety/pain. Event abated after use stopped: no.